Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient privy to antibiotic flucloxacillin 1g x3 then treatment for 10 days. Redness on the skin subsided. No further information was available.